Event description:
After loading a fiberoptic bronchoscope into the steris system 1 sterilizer, the lid was closed and a sterilization cycle was initiated. The sterilizer began its cycle by inflating the lid gasket seal. Suddenly, and without warning, the lid of the sterilizer explosively opened terminating the cycle. A loud noise, produced by this event was heard by several other staff members on the unit. There was no operator injury and no damage to the bronchoscope. Had the operator been standing several inches closer to the sterilizer at this time, injury may have occurred from the forceful opening of the lid. The steris service rep was dispatched to repair the malfunction. Rep stated that this was the second time rep encountered this problem, and it is related to the thickness of the device drip pan preventing the latching device from properly securing. The service rep had to cut away a significant amount of plastic material from the device drip pan in order to free the latching device from binding. On the "field service report", the service rep wrote "sanded drip pan to allow latch bar movement." This is not correct. A knife was used to cut material from the drip pan. According to rptr, "the drip pan is obviously a defective part." The service rep assured rptr that this problem would not recur and stated that rep would report this issue to field supervisor.